Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic low anterior resection, the stapler was not able to fire, the surgeon was able to press the green button and the handle could not squeeze. They used a new cartridge to complete the case. There was no patient injury.